Event description:
It was reported that the user experienced a continuous glucose monitor signal loss to the ilet after turning the pump back on following charging, which triggered a sensor reconnecting alert and resulted in no readings on the ilet until the sensor re-paired. Symptoms included no reported clinical effects and no impact to blood glucose. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included troubleshooting and user education. Investigation of this case revealed that the sensor successfully reconnected and glucose readings resumed on the ilet. It was concluded that the event was due to temporary cgm-pump communication loss that resolved with reconnection, with the device functioning as expected after recovery.